Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that 12.6mm, micl12.6, -9.5 diopter, implantable collamer lens was implanted on (B)(6) 2020 and the patient experienced narrow angle due to excessive vault, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6 - 4625 - enlargement of pi, should have been specified in previous medwatch reports for code 4625. B5 - "yag": should be removed as it was not specified what type of surgery was performed. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that 12.6mm, micl12.6,-9.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault, pupil block, angle closure and iop. Additional surgical intervention (enlargement of pi, yag) and medical intervention (drop therapy) was also performed/prescribed. In the reporters opinion the cause of this event was the device, reporter stated " too long lens with excessive vault peripheral iridotomy occluded with iris vault." For status of the eye the reporter stated " patient feels vision has returned back to normal. Patients iop have been stable since being off drop therapy since (B)(6) 2020. Will like to see iops stable for a couple months before proceeding with another icl procedure." Claim # (B)(4).